Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis with a section of guide catheter. A visual and microscopic examination found that the stent was damaged with stent struts pulled and stretched distally over the distal markerband and tip. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent movement on the balloon occurred. The target lesion was located in the diagonal branch of the left anterior descending artery. After a 2.75 x 38 synergy¿ drug-eluting stent was implanted, a 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon retraction, the stent became stuck with the previously implanted 2.75 x 38 synergy¿ stet and slid halfway off the balloon. The device was removed from the patient through the guiding catheter and the procedure was completed with another of the same device. No injuries were reported and the patient's status was fine.